Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a drop in sensing and had a fracture. The lead was capped and replaced on (B)(6) 2018. Patient was stable following the procedure.